Event description:
A pediatric patient (in patient) received a 2nd degree burn from a heat lamp. ====================== health professional's impression======================the device was placed too close to the patient (more than 28 cm per manufacturer recommendations)